Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. Initially, technical support assisted the caller in resetting the pump, but the malfunction recurred. It was later clarified that the malfunction code did not recur after resetting, allowing the customer to continue using the pump. The customer was advised to contact technical support if the issue arose again, and they acknowledged this guidance.